Event description:
It was reported that the user experienced frequent low glucose events, including values in the 40s mg/dl, and expressed concern that the ilet was delivering too much insulin and that the meal algorithm was inaccurate in the context of inconsistent meal announcements. Symptoms included hypoglycemia. Outcomes included the need for urgent low glucose management and user-administered oral glucose. Investigation included troubleshooting and education regarding ilet automated insulin suspension and the impact of inconsistent meal announcements on algorithm performance. Investigation of this case revealed no device malfunction reported, with user behavior inconsistent with intended use due to unannounced meals that can lead to maladaptation of dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear.